Event description:
An operator error in programming the device, which resulted in the patient not getting the medication as intended. At approximately 1000, the pump was programmed in the variable time mode to deliver a total of 60ml of an unspecified concentration of leucovorin at volume increments of 10%, 80%, and 10%. No further programming parameters were provided. After an unspecified length of time, the nurse noted the pump was programmed "incorrectly". Reportedly, the nurse did not access the speed protocol during the programming and as a result the delivery was not started. There were no reported adverse patient effects. No medical interventions were required. Multiple unsuccessful attempts havebeen made to obtain additional information.